Manufacturer narrative:
Summary of investigation: there are no previous complaints about this code batch which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received one open and manipulated sample with the needle detached to the thread, but the thread is not wound in the support and is broken into pieces. However, without closed samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Furthermore, needle attachment strength results conducted on samples before releasing the product were 0.63 kgf in average and 0.53 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 0.17 kgf in average and 0.08 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the sample received is manipulated and we have not received closed samples. Final conclusion: despite receiving a sample, without closed samples a proper analysis cannot be done. We take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed. If closed samples are received in the future, we will re-open the case. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client reported that upon open the package, suture was detached from the needle.